Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Third paragraph added h6. Coding updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. An access site perforation occurred, likely during insertion of the introducer sheath and guidewire. The access site as well as the site of injury was the left femoral artery. The minimum diameter of the access vessel was 7.5mm. Surgical repair was performed. Per the physician, there was a causal relationship between the procedure and the vascular injury. Per the physician, the patient's tortuous and calcified anatomy contributed to the event. No additional adverse patient effects were reported. Additional information was received that the vascular injury occurred after insertion of the 14 french sheath, and when the guidewire crossed the native valve. It was further reported that the delivery catheter system (dcs) was never inserted into the patient. No additional adverse patient effects were reported. Additional information was received which confirmed that the guidewire and introducer sheath were both non-medtronic devices.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. An access site perforation occurred, likely during insertion of the introducer sheath and guidewire. The access site as well as the site of injury was the left femoral artery. The minimum diameter of the access vessel was 7.5mm. Surgical repair was performed. Per the physician, there was a causal relationship between the procedure and the vascular injury. Per the physician, the patient's tortuous and calcified anatomy contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the vascular injury occurred after insertion of the 14 french sheath, and when the guidewire crossed the native valve. It was further reported that the delivery catheter system (dcs) was never inserted into the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.